Manufacturer narrative:
Analysis of wireless external neurostimulator (s/n (B)(4)) has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). It was reported that upon placing the leads for the trial, the patient would get intermittent painful episodes in her leg. Both lateral and ap x-rays looked like good placement. The rep was able to test on the table with bilateral coverage. The patient still had bad intermittent pain to the left leg/foot in recovery. The hcp decided to pull the leads in recovery. The pain stayed beyond the lead removal. The patient was sent to the ER for further testing. No external factors were known. It was unknown if the issue resolved. Additional information was received from the manufacturer representative (rep). It was reported that the pain was not yet resolved. Tests showed no hematoma. The hcp didn't have an explanation for what the patient was experiencing. The lead was pulled in the recovery room. The pain was lasting so the patient was sent to the hospital for further testing. No further complications were reported.

Manufacturer narrative:
The device was returned incorrectly to the analysis lab and is now considered a biohazard. Analysis in this lab could not confirm the complaint. If information is provided in the future, a supplemental report will be issued.